Event description:
Additional information: it was later reported that the patient was not getting adequate relief. Per the healthcare provider presently after the revision patient was doing well.

Event description:
A dislodged catheter was reported. It was also added that a revision was completed on (B)(6) 2011. Drug delivered via the device was morphine 10mg/ml at a daily dose of 0.481mg.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted on: (B)(6) 2011, explanted on: unk; catheter model: 8709sc, serial #: (B)(4), implanted on: (B)(6) 2011, explanted on: unk.